Event description:
It was reported that the patients right ventricular (rv) lead triggered an alert for low pacing impedance. Also noted was the rv thresholds were variable and had triggered an alert for high impedance. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.